Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced erosion of the right cylinder, rendering the device nonfunctional. The ipp was subsequently explanted. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.